Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+. A triclip xtw was inserted and advanced to the tricuspid valve. However, during deployment, the physician pulled the pin out of order, but the deployment was continued. The clip was deployed on the anterior and septal leaflets. However, post deployment, the clip opened from roughly 20 degrees to roughly 40 degrees. It was noted the clip remained stable on the leaflets. Two additional clips were deployed on the tricuspid valve, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported user error (improper or incorrect procedure or method) was due to the user removing the release pin out of order. There is no indication of a product issue with respect to manufacture, design or labeling.